Event description:
It was reported that a patient was seen in the office and upon the initial interrogation the patient went into a seizure. The nurse who was doing the interrogation thought the interrogation might have caused the seizure. They also believe the magnet swipes sometimes induce a seizure. Additional relevant information has not been received to-date.

Event description:
Follow-up from the provider indicated that per the father the seizure rate was provided to be the same.